Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical tip on the vasoview 6 evh system dissection tip was filling up with blood through the threading between the scope and the tip. It was difficult to view, so they used a new kit to complete the procedure. There were no patient effects reported. The product is returning.